Manufacturer narrative:
(B)(4).

Event description:
It was reported that the wire was broken and exhibited bending at the tip immediately after being removed from its packaging. It was reported that the event occurred prior to use on the patient. The device was not used. There were no patient involvement and no adverse patient impact or injury associated with this event.